Event description:
The subject device and concomitant devices were implanted in 1997 at c5-6 and c6-7. On 7/31/1997, it was found that the subject device had come loose from the concomitant devices and perforated the esophagus. In 1998, the esophagus was repaired and another device was implanted.